Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement due to inability to charge. The patient was doing well postoperatively with good coverage.